Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the vessel locator button became unpressed when the trigger button was depressed as expected; however, the device remained stuck in the patient's artery. The device was removed with force. Hemostasis was achieved with manual compression. The puncture site was described as fibrosed, with a history of prior arteriotomy, but the device insertion was smooth as well as the four deployment steps. There were no reported adverse patient sequelae. Though requested, no additional information was available.